Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth #19 has a broken root and needs to be extracted. They will need either an implant or bridge. The patient was seen by an oral surgeon and it was decided to have an implant placed. The oral surgeon suspected that pressure from the aligners broke the tooth. The patient was informed that they would need to complete the aligner treatment before the implant is started. They will need to extract the tooth and do a bone graft as soon as possible as the tooth is getting loose and there is a possibility of infection. The patient has decided not to continue byte treatment. Advised patient to remain in current aligner and to provide diagnostic findings from dental appointments.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.